Event description:
(Drug/diluent: unknown). (Fill volume: unknown and flow rate: 2ml/hr). (Procedure: unknown). (Cathplace: unknown). Fast flow. Infusion finished 10 hours early. No other information provided. No adverse event reported. Date of event: unknown. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 100 ml. Maximum fill volume: 125ml. The infusion delivery time is 48 hours (2 days) when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. No additional information has been provided, although requested. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed. Additional model #: lt 100-48.